Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump requested a minimum of 50 units after filling the cartridge with insulin during the load process. The customer loaded a new cartridge and reported a successful load and resumed insulin. Customer reported an elevated blood glucose (bg) level of 300(mg/dl) and administered an insulin injection to stabilize bg level.